Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.1. Date: (B)(6) 2010, inratio: 2.0. Date: (B)(6) 2010, inratio: 1.2. Date: (B)(6) 2010, inratio: 1.5. Caller reports pushing and "milking" the finger, and may be taking longer than 20 seconds to get blood to the strip.

Manufacturer narrative:
Investigation pending.